Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous superficial femoral artery occlusion. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation and inflated twice at 10 atmospheres and 14 atmospheres for 10 seconds each, respectively. During the procedure, on the second inflation, the balloon ruptured. The device was removed without any problem and the rupture was found in a vertical form. A different device was used to complete the procedure. No complications reported, and patient status was good.